Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to the u409 can transceiver on the computer/analog board. Additionally, insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted, allowing high voltage to travel to low-voltage circuitry. The root cause for the shorted u409 transceiver could not be positively identified. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the monitor failed incoming functional testing.